Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the burr got stuck in the lesion. Patient presented for further management of heart failure, sustained ventricular tachycardia and heavily calcified three vessel cads after rejection as a surgery candidate due to co-morbidities including dialysis for chronic kidney disease and bilateral below the knee amputation. Revascularization was wanted prior to aicd implantation to decrease ischemic burden. Access was obtained through the right femoral artery. The 99% stenotic target lesion was located in the extremely calcified distal left anterior descending artery with a timi -1 flow. The physician advanced the 1.25mm rotablator burr to the lesion with some difficulty and on the first pass did not penetrate the tightest portion of the lesion. The second pass was performed using a pecking technique; however upon removal the rotablator burr got stuck in the lesion. Multiple attempts were made to withdraw the rotablator burr using rotation and traction, but it would not come free. Cv surgery was alerted and came to assess the patient. While attempts were being made to remove the rotablator burr the patient became hemodynamically unstable and upon removal of the burr the patient's rhythm deteriorated into alternating vf and vt. CPR was administered with chest compressions, and IV doses of epinephrine and atropine. Repetitive cycles of CPR were required, including multiple biphasic shocks at 200 with a total of 15 defibrillations. An intra-aortic balloon pump was placed and utilized at 1:1 as rhythm was regained. No evidence of perforation or dissection was observed on the final angiographic images. However, no-reflow was noted beyond the site where the burr had been stuck; likely due to thrombus and distal small vessel occlusion. Blood pressure was 94/66 at the conclusion of the case. With stabilization of hemodynamics and rhythm, the patient was transported to the ICU. Per the family's wishes the patient was put on comfort care and the patient wished to be extubated. Diagnosis was end stage ischemic cardiomyopathy with subsequent heart failure. Twelve days post surgery the patient expired. No autopsy was performed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).